Manufacturer narrative:
On november 17, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 7, 2021, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the anterior aspect extending to the posterior aspect, measuring approximately 12.5 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that available effected side information below was inadvertently missed under the previous initial submission. Left side catalog number: 3501640; serial number: (B)(6). Right side catalog number: 3501640; serial number: (B)(6). This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the devices were explanted on (B)(6) 2020. This report is for the implant on one of the two effected sides.

Manufacturer narrative:
On (B)(6) 2020, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, no damage was observed in the implant. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).